Event description:
I had a depuy hip replacement in 2011. Two weeks later, my hip dislocated and then dislocated three times more. I don't move off the sofa except to go to bed. My pain is unbearable. I have a large lump on my side. Worst thing is I cannot find an ortho surgeon that want to do the revision. I am suffering every day. I need help. Depuy model numbers 1217-35-500, 1221-40-458, 1217-32-058, 1012-04-050, 1365-40-730 are all the part numbers. Can someone from the FDA help me please. I have partial dislocations all the time and need help, with many grand kids I cannot play with any more due to this hip. Life in this pain is sure not worth any quality of life to exist for. My family is worried and do not know what to do for me. They try to take care of me but I am used to caring for them. I miss my life before this hip surgery. What a mistake, but was told before surgery by doctor I will feel wonderful after.